Event description:
Contact reports that l4-5 instrumentation was done with viper system. During final tightening of the setscrew, the tip of the driver was broken. The broken tip of the driver still remains embedded inside the left setscrew of l4. There was no adverse pt outcome reported as a result of this situation. As an unintended portion of the device was left in the body, an MDR is filed to document this event. Device 2: see also: 1526439-2011-00115.

Manufacturer narrative:
Visual examination of driver under magnification showed plastic deformation as the tip was sheared off in torsion. The driver was mfg to specification in 12/2009. The torque wrench was tested and it was found that the inner mechanism was frozen and the device not limiting torque. The wrench was manufactured in 10/2009 and appears to have seen much use. Breakage of the tip is consistent with the application of atypical force on the device by the user due to the torque wrench not limiting torque.